Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing anterograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vein. After a non-bsc introducer sheath was engaged and a non-bsc guidewire crossed the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. However, on initial inflation at 22-23 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.